Event description:
I used the ihealth covid-19 rapid test my wife and I had both been exposed and both were having symptoms. My wife also has stage four lung cancer and is on chemo. My wife rapid test came up positive, and my test was negative. We acted right away and contacted my wife's oncologist. I was getting worst, and had waiting several days to test again, again the ihealth rapid test was negative. I again waited, and I tested for the third time and again negative. I finally scheduled a pcr test, and it was positive. The ihealth test are flawed and the public needs to understand not to trust the results given by (B)(6). FDA safety report ID # (B)(4).